Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present on the helix mechanism. The lead was stretched, which occurred during the implant attempt.

Event description:
It was reported that an attempt to implant the lead was abandoned, and the lead was "damaged during removal due to vein spasm, tight vasculature." Another lead was implanted. There were no patient complications reported as a result of this event.